Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. No moisture damage found on electronic assembly or motor. (B)(4).

Event description:
It was reported via phone call by customer's mother that the insulin pump alarmed button error. Customer's blood glucose was 235mg/dl. Customer's mother stated they were unable to clear the alarm. Customer stated none of the buttons are responding. Advised customer to discontinue the insulin pump and revert to back up plan.